Event description:
Two talent thoracic stent grafts were implanted in a patient for the emergent endovascular treatment of a pre-operative contained ruptured thoracic aneurysm. Vessel morphology was reported as mild bilateral iliac tortuosity and severe thoracic aorta tortuosity. The rupture was from 10-15 mm below the left subclavian artery to the celiac artery. The patient was transferred form a different hospital and arrived in an unstable condition. The physician navigated through an aneurx stent graft, which had previously been implanted approximately nine years ago, that had migrated. The thoracic devices were placed in the planned position, and the case was completed. However, the aneurx bifurcated stent was completely migrated into the aneurysm sac with a type I endoleak. The abdominal aortic aneurysm was approximately 6 cm. The cause of the migration is unknown. This migration was not addressed during the procedure as the patient was too unstable. The patient expired while still in the operating room, 10 minutes after procedure was completed. The cause of death is unknown. No autopsy was performed.

Manufacturer narrative:
Evaluation, result: inherent risk of procedure (death); unapproved use of device (pre-existing condition; pre-op rupture). Evaluation, conclusion: user error contributed to event (pre-existing condition; pre-op rupture).